Event description:
On (B)(6) 2012, my father was switched from the medtronic's concerto defibrillator to the protecta xt defibrillator after approx 5 yrs with the concerto. Dr (B)(6) performed the surgery to replace the defibrillator. The surgery appeared to be a success with little or no post-op surgery complications. After the device switch, my father apparently complained to my mother that something didn't feel right ever since the switch. Approx 1.5 months later, he was admitted to the hospital for vfib? (Device went off and shocked him which led to a minor fall at home). Although he was discharged in a few weeks, he never recovered and was placed in hospice soon after. Protecta xt defibrillator serial# (B)(4), model# d314trg.